Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with far p wave over-sensing exhibited by the right ventricular lead. It was observed that the lead was dislodged due to twiddler syndrome. The patient was scheduled for explant and the lead was replaced. No patient consequences.